Event description:
The angiojet mechanical thrombectomy system was utilized for revascularization. Once the electrically powered unit was set up with the manufacturer supplied thrombectomy set, the pump was turned on and tested with saline. The catheter was inserted into the patient and when the pump was turned on, blood sprayed all over the room and unit. The unit was evaluated by biomed and returned to service. When tested on the unit it leaked fluid just distal to the pump.